Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v and the haptic was stuck in the cartridge. It was indicated that the lens was damaged while advancing. The lens was not implanted and there was no patient contact or injury. An msi-tm injector and an aq cartridge were used, but the lot numbers were unknown.